Event description:
It was reported via legal documentation that a patient had a left total ankle arthroplasty on (B)(6) 2019 , and then experienced revision surgical procedure on (B)(6) 2023 approximately 3 years and 11 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
H10. There is no additional information available. Pending investigation.

Manufacturer narrative:
" D10339764 351-91-04 - saw-10x75x1.19-stryker 371714 351-91-03 - recip sawblade 8x50x1mm 5896945 350-01-03 - talar implant sz 3 lt 6011872 350-11-03 - tibial plate fb sz 3 lt 6179246 350-10-03 - ankle sz 3 locking clip 6222413 351-90-21 - 3.5" pin pouch multiple MDR reports were filed for this event, please see associated reports: xxx, yyyy. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or instability. The reported prosthesis wear and instability could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."